Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. The actual device was returned for evaluation. The motor device was evaluated and the reported condition that the end of the motor was not connected was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the device was generating heat. The assignable root cause of this condition was determined to be traced to the user, which is user error. UDI (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the motor device had a damaged flex circuit, cable damage, cord damage, corrosion/rusting/pitting, cosmetic damage, illegible etching, was making excessive noise, had component damage, and had heat. It was further determined that the device failed pretest for visual assessment, motor thermistor assessment, noise assessment, air pump assessment, and handpiece temperature assessment. It was noted in the service order that the end of the motor of the device was disconnected. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred in (B)(6) 2021. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.